Manufacturer narrative:
It was reported by an attorney that the patient underwent pubovaginal sling placement on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent cystourethroscopy, vaginal exploration, removal of eroded urethral sling and repair of urethrovaginal on (B)(6) 2012 due to erosion and urethrovaginal fistula. It was reported that the patient underwent another revision on (B)(6) 2013 due to previous mesh failure. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. (B)(4).